Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 471mg/dl. The customer experienced vomiting and headaches. Troubleshooting was performed and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates were correct, but the bolus wizard settings were unknown. Performed the high pressure test and passed. No further information was provided.